Manufacturer narrative:
The reported information and the electronic logfile were analysed. Based on the log entries and the provided photo, it was determined, that significant contamination in the flow sensor was the root cause for the reported event. The perseus provided volume and pressure as set but the flow readings were fluctuating. The flow sensor must be checked regularly for deposits and damage, especially after reprocessing (see also the instructions for use of the flow sensor). This case is considered a use error. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that there was error with the tidal volume during use. As a result, from the event the operation got cancelled and reportedly the patient had woken up.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was error with the tidal volume during use. As a result from the event the operation got cancelled and reportedly the patient had woken up.